Event description:
The consumer was riding on the back of his brothers wheelchair when the left motor allgedly went out causing the chair to spin and the pt on the back of the chair to fall off and fracture his ankle. Serious injury is alleged.